Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'overfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: when drawing blood using the following 3 tubes sst, edta and flox; the first tube (the sst) will fill up completely,

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: when drawing blood using the following 3 tubes sst, edta and flox; the first tube (the sst) will fill up completely.